Event description:
It was reported that during a mid to distal, right superficial femoral artery stenting procedure on a 3 cm lesion, using a contralateral approach, 60mm of the stent partially deployed and the catheter would not unsheath further. The sheath was held and the catheter was pulled back to unsheath the stent. The stent stretched out and a 6 x 60 non-abbott stent was advanced and deployed inside the xceed to obtain vessel wall apposition within the target lesion. Another xceed stent was implanted without difficulty, proximal to the lesion as planned. There was no pt injury. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.